Manufacturer narrative:
Follow-up: 7/5/2016: the customer reported that reported charging issues with the pump have been resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge from the customer's rv. When the pump was connected to the rv's power source, it would not recognize the power source. There was no impact to the customer's blood glucose level.